Manufacturer narrative:
The product has been requested to be returned but has not been received. Customer did not provided any pt info, date of event of product lot number. Note: this report is being made based on the statement made by the customer. (B)(4).

Event description:
Customer reported that the floor cushion slides while in use with the pt. The floor cushion was in use with a pt who had lived in the hosp for several months and would be living in the hosp indefinitely. The customer reported the cushion sliding in order to ask for recommendations to keep it in place. The customer has since replaced the cushion mat with a puzzle mat that covers the entire floor. The customer did not provided a date when discovered. No pt incident or injury was reported.